Event description:
It was reported that the atrial lead exhibited noise. The patient had a history of noise dating back to (B)(6) 2014. The lead was functioning normally and the physician elected to keep the lead implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
(B)(4).